Manufacturer narrative:
Weight- unk, race- unk, ethnicity- unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -11.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2022 due to low vault. This resolved the problem. Cause of the event is reported as unknown.